Event description:
It was reported that this implantable electrode was part of a system revision due to possible infection. As the patient also had cardiac resynchronization therapy pacemaker (crt-p) and appears to be eroded. There were no additional adverse patient effects reported. This implantable electrode still remained in service.